Manufacturer narrative:
.

Event description:
Clarification received. Occlusion of the left infrapopliteal arteries was reported approximately 24 months post index procedure. Occlusion of the left anterior tibial artery was reported approximately 24 months post index procedure. An amphirion deep pta balloon catheter was used to treat the left anterior tibial artery. Occlusion of the left peroneal artery was reported approximately 24 months post index procedure. An amphirion deep pta balloon catheter was used to treat the left peroneal artery.

Event description:
An amphiprion deep pta balloon catheter was used to treat the right posterior tibial artery during a revascularisation procedure. Worsening peripheral artery disease of the right limb was reported to have occurred approximately 13 months post index procedure and the right anterior tibial artery was treated with pta and lysis. Investigator reported that the event was not related to the study device /procedure. Worsening peripheral artery disease of the right limb was reported to have occurred approximately 17 months post index procedure and the sfa, pta and plantaris were treated with pta and lysis. Amputation was also performed. Investigator reported that the event was not related to the study device /procedure. Amputation of the upper right leg was performed approximately 19 months post index procedure due to necrosis. Investigator reported that the event was not related to the study device /procedure.

Manufacturer narrative:
The outcome of the previously reported worsening pad of the right limb approximately 17 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left pta approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening pad of the left a plantaris approximately 19 months post index procedure is resolved. The outcome of the previously reported worsening gangrene and pad of the left limb approximately 19 months post index procedure is resolved. The outcome of the previously reported necrosis resulting in amputation of the right upper limb approximately 19 months post index procedure is resolved. The investigator assessed the previously reported worsening of pad in the left limb and worsening of pad in the left limb which occurred approximately 24 months post index procedure as not related to the study device or procedure. Outcome is unresolved. The outcome of the previously reported stenosis of the left popliteal approximately 24 months post index procedure is resolved. The outcome of the previously reported occlusion of the left infrapopliteal arteries (ata and a fib) left approximately 24 months post index procedure is resolved the outcome of the previously reported occlusion of the atp left approximately 26 months post index procedure is unresolved. The outcome of the previously reported acute worsening of pad left approximately 36 months post index procedure is resolved. The patient was treated with non-medtronic pta.

Manufacturer narrative:
Results: worsening peripheral artery disease leading to revascularization. Re-stenosis requiring surgical intervention. Conclusions:worsening peripheral artery disease leading to revascularization. Re-stenosis requiring surgical intervention. (B)(4).

Event description:
During the previously reported pta of the right limb following worsening pavk of the right limb approximately 13 months post index procedure, a pta of the right ata was performed. During the previously reported worsening pad of the right limb that occurred approximately 17 months post index procedure the pta/ plantaris was treated with pta. This event occurred 3 days later than previously reported. During the previously reported stenosis of the left sfa approximately 27 months post index procedure the left sfa/ popliteal was treated with a pacific xtreme pta balloon catheter. This event occurred one day later than the previously reported date. Occlusion of the left peroneal was reported to have occurred approximately 27 months post index procedure. Investigator indicated that the event was not related to the study device/ procedure. Outcome is ongoing. Occlusion of the left ata was reported to have occurred approximately 32 months post index procedure which was treated with lysis and ballooning of the left ata. Investigator indicated that t he event was not related to the study device/ procedure. Outcome is ongoing. Instant restenosis of the left sfa was reported to have occurred approximately 32 months post index procedure. A pacific xtreme pta balloon catheter was used to treat the left sfa. Investigator indicated that the event was not related to the study device/ procedure. Outcome is ongoing.

Event description:
The previously reported occlusion and dissection in the left popliteal approximately 5 months post index procedure occurred on the same day. The dissection remained following treatment with pta and stenting. An amphirion deep pta balloon catheter and an unknown deb were used to treat the right pta approximately 7 months post index procedure. An amphirion deep pta balloon catheter only was used to treat an occlusion of the left ata approximately 24 months post index procedure. Investigator reported that the event was not related to the study device /procedure. An amphirion deep pta balloon catheter was used to treat the left ata during the revascularization approximately 27 months post index procedure. An amphirion deep pta balloon catheter was used to treat the left ata approximately 32 months post index procedure.